Event description:
Amphotericin b 4mg set up to run over 2 hours. Med pump set up and verified with another rn prior to administration. Pump alarmed off infusion complete and the medication had not infused at all.